Event description:
A healthcare worker complained of breathing difficulties, coughing, and shortness of breath while working with cidex opa. The worker did not receive medical treatment for the systems. The worker's physician advised the worker that she has the beginning stages of emphysema. Additional information has been requested, at this time, no further information is available.